Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 13-may-2024, it was reported by the patient that infusion set fell off within one day of use, tape not sticking. No further information was available

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.